Event description:
(B)(4). After having my second high risk pregnancy and having 2 pre-mature nicu babies, I decided to get essure. My dr. Was so positive about this device and was completely confident that this was the best way to go. After having the coils placed, I immediately felt a lot of pain. Pain which continued and worsened over a year and half. My dr. Brushed me off and repeatedly said I was fine. After 2 years of suffering, I found another physician in another practice. She did a scope and to her surprise she could not find the device. It infact was placed in wrong. The coil unraveled and was piercing my ovary. She then removed my fallopian tube and part of my vaginal wall. Which is now completely prolapsed. I have to go in for nerve blocks inside my vagina every 4 months because I cannot bare the pain. I looked for a lawyer to pick up my case but have been unsuccessful. I just want this device off the market so other women do not suffer the same way I did.